Manufacturer narrative:
The bed was not calibrated correctly which may have caused the angles on the bed to be turned incorrectly.

Event description:
It was reported that the pt was in bed when it allegedly would not move and the call function indicated "call maintenance tilt gatch over range." Pt was transferred to another bed. No pt injury.